Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav catheter and a few minutes after the start of the mapping, without forcing it, the curve of the catheter ¿blocked¿. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A deflection test was performed, and the device was deflecting within specifications. In addition, the deflection stuck condition was not observed during the analysis. A pre-curve test was performed, and the curve was found narrowly out of specifications. Therefore, a manufacturing investigation was requested, and it was concluded that this type of failure was related to the manufacturing process. It was observed that the coil and the puller were stuck together due to excessive glue in the handle area, since it leaked through the polyimide during the dissection and removal of the adhesive, and it managed to return to its natural shape. In the process instruction, it was indicated to only apply one drop. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection stuck condition reported by the customer could be related to the pre-curve observed during the analysis; therefore, the customer complaint was confirmed. The root cause of this failure was determined as human error. An awareness session was completed with all personnel related to the process to reinforce that each of the steps must be executed correctly and functionality tests performed to ensure that our product is properly functional. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the tip of the catheter was observed semi-deflected; however, the piston position cannot be observed; also, it is not possible to determine a stuck condition based on a picture; the picture provided by the customer does not provided sufficient information related to the stuck issue reported by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has been returned for analysis, the product investigation has begun but is not yet complete, as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav catheter and a few minutes after the start of the mapping, without forcing it, the curve of the catheter ¿blocked¿. There was no patient consequence. Additional information was received on 14-aug-2025. The curve was stuck in a full bending position. The knob/piston was always able to be turned/pushed up and down. The catheter was easily removed from the patient. No physical damage can be observed at the distal end. Based, on the additional information received, the event was assessed as MDR reportable.